Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that possible early battery depletion was suspected when it comes to this device during a routine follow up. A requested for technical services (ts) analysis was needed but the technician was not able to provide the device data for ts analysis to date. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that possible early battery depletion was suspected when it comes to this device during a routine follow up. A requested for technical services (ts) analysis was needed but the technician was not able to provide the device data for ts analysis to date. The device was explanted. No additional adverse patient effects were reported.